Event description:
Customer received the following results on two different meters within 10 minutes respectively: lo (less than 10 mg/dl) (aviva system 1) and 193 mg/dl (aviva system 2). Lo (less than 10 mg/dl) (aviva system 1) and 84 mg/dl (aviva system 2). 26 mg/dl (aviva system 1) and 110 mg/dl (aviva system 2). Sets of results were taken at different times. No actions taken based upon device results. No adverse event reported. Requested return of device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 2. Reference medwatch with (B)(6) for the aviva system 1.